Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the tip of thunderbeat probe broke off inside the pt, but the physician was able to retrieve broken probe tip. A second thunderbeat was used and the procedure was completed. There was no pt injury was reported.

Manufacturer narrative:
The device has not been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.